Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was between 100-200 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.